Event description:
Pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who guided them through inspecting the cartridge and o-ring, removing the pump from the case, and ensuring proper attachment and loading of the cartridge. Caller successfully completed the process and resumed insulin delivery.